Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MFR:2134265-2016-12384, 2134265-2017-00365 it was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was performed. It was noted that prior to the procedure the patient was on pradaxa and the day of the procedure they were on plavix. The watchman® access system (was) was inserted into the patient and advanced with some counter clock torque. When the was was at the septum, it bent proximal to the distal marker band. Therefore, the was removed and a different curve watchman® access system was then positioned in the laa. A watchman ® laa closure device was advanced and deployed once. The closure device was successfully released, meeting all criteria. However, sometime post procedure after the patient left the lab, he became a little hypotensive which prompted a transesophageal echocardiogram (tee). A small pericardial effusion was observed. The procedural tee was reviewed. The measured fluid around the left ventricle pre and post procedure was between 8-10mm with no real change between the two. It was further noted the patient had a long history of hypotension and did not have any pain at the time the effusion was noted. The effusion cause is likely idiopathic. No intervention was required. The patient was monitored and was feeling well.